Event description:
After the infusion was completed, the clinician was unable to pull the wings up to engage the safety mechanism.

Manufacturer narrative:
Failed samples were not returned to vygon united states, but the clinician did return un-opened samples from the same lot of huber sets. Vygon is using these un-opened samples as well as information from the clinician to perform an investigation. A follow-up MDR will be sent within thirty days of the completion of the investigation to provide additional information.